Manufacturer narrative:
Based on the clinical evaluation there was no type iiia or type ia endoleak an endoleak iiib was confirmed. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause product use was incongruent with the IFU due to the iliac artery diameter of less than 1.0 cm. Cautionary product use conditions that might have contributed to this event included thick, irregular thrombus within aortic neck coupled with moderate infrarenal angulation.

Event description:
Additional information was found in the clinical assessment an endoleak 3b was confirmed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2011 with a bifurcated stent and two suprarenal aortic extensions. A follow up computed tomography (CT) showed a potential type 3a or 3b endoleak. The patient was asymptomatic. The physician elected to reline the initial devices by implanting an additional bifurcated stent and an infrarenal aortic extension. The patient is in stable condition.